Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: number 11 states: "wear and/or deformation of articulating surfaces."

Event description:
It was reported that the patient underwent a total hip arthroplast on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2013 due to acetabular liner wear. The acetabular cup, liner and modular head were removed and replaced.